Event description:
It was reported that customer was admitted as an inpatient for medical treatment. Programming was corrected; time was one hour behind. Throughout call assisted and treated customer with low blood glucose.